Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle y mesh. Later the pt experienced a vaginal cuff opening with exposed mesh, erosion of mesh at vaginal apex, dyspareunia, bleeding, pain, constipation and a lot of pulling. A revision of the vaginal cuff opening under general anesthesia was performed.